Event description:
During a phacoemulsification, the viscoat contained a small fiber - mid injection fiber entered eye. The fiber subsequently removed without problems. The product was alcon viscoat 0.50 ml lot # 07k22b, which came in a alcon duovisc kit lot # 07l11g. Dose or amount 0.50ml, frequency 1, route ophthalmic. Date of use: one day in 2008. Diagnosis or reason for use: phacoemulsification with iol od. Event abated after use stopped or dose reduced: yes.